Event description:
I was placed on an insulin pump on (B)(6) 2011. It worked fine keeping my blood glucose in check - <200 - until (B)(6) 2011 when my blood glucose spiked to greater than 400 for 2 days. I attempted to correct the problem as per my training, changing sites of the infusion set - 5x, changing insulin vials - 2x, changing reservoir - 2x - then contacting the MFR. I had a serious problem reaching the MFR as the phone lines were always busy and I was disconnected after a 30 minute wait 2 times. I was finally able to talk to a rep at 5 am and she stated this was the first time that night that there was no 6 people waiting in the phone queue. The MFR had me do a series of tests for them as well as read the history file stored in the pump. She said the pump was working fine and the problem is with my body. I tried then to have the pump work on my body again, my blood glucose spiked up to 437 mg/dl. Upon this I disconnected myself from the pump and started using syringes and the same insulin I was using in the pump, my blood glucose lowered down to a normal range - 80 - 140 - within 24 hours. I continued to contact the MFR in hope of getting a replacement pump or a refund of the purchase price - I preferred a refund - but the MFR stated I purchased the pump from a supplier and I would have to go through them, the supplier stated that since the pump is a class 3 medical device they can not issue a refund and I would have to contact the MFR. The supplier stated the pump has a 4 year warranty. The MFR medtronic, (B)(4). The supplier, (B)(4). Event abated after use: yes.